Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 or medical device correction z-0476-2022. Instead, this complaint is related to faulty charger issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the wifi pedal was not working. During troubleshooting, the fse found that the wireless footswitch charger was faulty. The fse replaced the wireless footswitch charger. After the replacement of the charger, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was an issue with the wireless footswitch. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.